Event description:
Rayner intraocular lenses limited received a notification from the (B)(6) hospital of an adverse event that occurred during the use of a superflex aspheric 920h intraocular lens. The event description is as follows "on inserting the lens the haptic broke at the non-leading edge. This was removed and replaced with another lens. The haptic breakage recurred. These lenses required removal and caused some minor iris trauma."

Manufacturer narrative:
(B)(4). The superflex aspheric 920h intraocular lens is not available in the united states of america. However, the superflex aspheric 920h intraocular lens haptics are the same design as the haptics on the c-flex 570c and c-flex aspheric 970c intraocular lenses. The c-flex 570c and c-flex aspheric 970c are available in the united states of america. A corrective action was taken by the physician and a back-up superflex aspheric 920h intraocular lens was implanted within the initial surgery session. The healthcare facility has informed rayner that they will be conducting a post-operative consultation one week after the implantation of the device. The info provided by the healthcare facility indicates that the haptic breakage may have occurred as a result of a user error. There is no indication that this event occurred as a result of a device defect or malfunction. Our review of production records of the superlfex aspheric 920h batch (B)(4) confirms that all mfg and quality checks were conducted with successful results. All lenses released from this batch were within tolerance limits and spec. No complaints of any type have been received against the superflex aspheric 920h batch (B)(4).